Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "it was reported that, during a robotic laparoscopic procedure, the system dropped an endoscope image frozen error and the image on the operating room team interface (orti) went black. The error and the image recovered by itself and the surgery was proceeded. There was no patient involvement".